Manufacturer narrative:
This information has not been provided. Additional information has been requested. Investigation could not be concluded. No conclusion can be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
Pt implanted with prodisc-l at l5-s1 on an unk date was returned to the operating room as pt was complaining of severe pain. Surgeon removed the prodisc-l and revised the pt to a fusion with synfix. This report is #3 of 3 for the same event.